Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were intermittently unresponsive. The patient reported 'down' arrow and ok button are intermittently working. The patient stated, she has to press it hard and several times to get it to work. The patient stated that issue started weeks ago, progressively getting worse. The patient reported no known trauma to pump, keypad intact, not peeling. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.